Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. It was reported that a spectrum iq pump had a bag change of norepinephrine in the morning during patient therapy. The medication was infusing appropriately and the dose was able to be decreased. In the afternoon the patient's blood pressure was noted to show "little improvement" and the norepinephrine dose was doubled. The drip chamber of the intravenous (IV) set was observed to have no drops falling. There were no alarms produced by the device and the nurse changed the IV setup with new IV tubing, new bag of norepinephrine, and a new pump. The patient's blood pressure immediately began to rise when medication began to infuse. No additional information is available. H6; health effect - clinical code 2403 is updated to e2321, health effect - impact code f27 is updated to f12 h10: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was tested for flow accuracy and delivered within specification. A review of the event history log was performed for the reported event date and shows two norepinephrine infusions. The first infusion started at 2:04 with a rate of 18.2ml/hr and volume to be infused (vtbi) 61.7ml. The infusion ran to completion without interruption and no abnormalities were observed. The second infusion on the same reported date started at 4:21 with a rate of 27.3ml/hr and vtbi 252ml. This infusion ran until the user stopped the pump at 19:39. No abnormalities were observed in the event history log that would cause or contribute to the reported issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump "needs to be tested for accuracy". This occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.